Event description:
Customer reported an issue with incorrect time settings on the pump display. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the time on the pump and advised them to monitor any future discrepancies, with the customer understanding and acknowledging the guidance.